Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open stapled hemorrhoidopexy, while the device was being applied in the anal canal mucosa, there was poor staple formation. It was also stated that the device did not cut the tissue and that the donuts were incomplete. Another device from another manufacturer was used to complete the case.